Event description:
The service report shows the customer reported that the 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction in the diagnostic log. The cse inspected the device and replaced the breath delivery unit (bdu) pcb. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).